Event description:
The manufacturer received information alleging a ventilator alarmed for a ventilator inoperative condition. The device was not in patient use. The manufacturer received the device for evaluation, and the customer's complaint was confirmed. The device's machine flow sensor and system board were replaced to address the issue. There was evidence of water ingress to the device.